Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device was stuck in error mode after an upgrade attempt. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-00948. The report was submitted in error.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damaged. Tamper seals were intact. There was evidence of the error or reported problem recorded in event history log. The reported problem was duplicated at power up. The investigation found that the main printed circuit board was not operating as intended, which was believed to be the cause of the reported problem. For corrective action the main printed circuit board was replaced. The root cause of reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 3500.

Manufacturer narrative:
Additional information received via email on 26-jan-2022: these failed during a software upgrade on the bench in the biomed shop. Neither of these were involved with a patient. H6: event problem and evaluation codes: updated after additional information received.